Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 57 mg/dl. The customer cause of hospitalization was low blood glucose. The customer was taken off the pump and given long acting insulin. Customer was advised if he want to make changes in setting and said he will only make changes to bolus. Customer was referred to health care provider to change settings as he declined to troubleshoot for low blood glucose.